Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Olympus will continue to monitor the field performance of this device. Should any additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, white residue was observed in the colonovideoscope's air/water channel. There was no patient involved.